Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services were called and customer was hospitalized due to low blood glucose. Customer's blood glucose level was 30 mg/dl at the time of incident. Emergency medical services were arrived on (B)(6) 2021. The emergency services gave something to bring up their blood glucose. Customer was treated with intravenous fluids at the hospital. It was unknown whether the customer was using auto mode feature. Customer reported they had been having issue with adhesive of the sensor not sticking. Their sensor had fallen off. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020a-snsr.